Event description:
It was reported to medtronic minimed that the customer experienced pump error 130, damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1884l. Customer was able to clear the error and fill cannula delivery test was successful. Error table did not indicate that pump should be replaced and pump passed selftest. Customer is not using quick bolus speed feature on an impacted pump. No harm requiring medical intervention was reported. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. Unit passed displacement test, self-test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Unit successfully downloaded to thump. No pump error 130 alarms noted during testing. Verified in the pump history download the pump alarmed pump error 130 on (12/19/2024 12:16:00.000). These alerts are expected and occur during normal pump operation. The electronic assemblies were inspected and no anomalies noted. However, moisture ingress on motor assembly noted during visual inspection. The pump was received with minor scratches on lcd window, scratched case, cracked case (corner of belt clip rails), battery tube threads cracked. In summary, customer alleged pump error 130 not confirmed. Pump passed required testing and no pump error 130 alarms noted during analysis. Expose to moisture noted on motor during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.